Manufacturer narrative:
Product analysis: the analysis was able to confirm the customer comment of the background of the programmer screen was dark. The liquid crystal display(lcd), backlight was defective. The lcd screen was replaced. It was also determined at analysis that the left and right lower hinges were worn, the cord bay latch and door hinge were broken. The keyboards upper cover and bullets assay were broken. The paper drawer has a missing part and was nearly empty. The logo button is missing and the electrocardiogram (ECG), connector support plate and handle required an update. The programmer froze during software update. The software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the background of the programmer screen was dark. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.